Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the hcp was going to move ins to other side but upon opening pocket he noticed what appears to be infection. He made a medical decision to remove ins and the lead wires to prevent infection spread. The patient had redness at the device site and the site was cleaned and closed down. The issue was resolved.